Manufacturer narrative:
The sample was received in two pieces and reviewed for evaluation. During inspection the t-peel sheath showed the lines on both sides were torn and separated. A root cause related with the manufacturing process was not found; therefore, the root cause wa deemed to be unknown. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to (B)(4), in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation; however, a photograph of the device was provided a review of the device history record is not possible as no lot number was provided. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported while the physician was placing a catheter via a tunneler/introducer for an intercostal nerve block. After tunneling the catheter, the physician snapped the top of the t-peel sheath and began to remove it. The t-peel broke leaving the majority of the broken device inside of the patient. The surgeon took the patient back to the operating room or and removed the remaining sheath. There was no reported injury.